Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood/body fluid was noted on the distal conductor on visual inspection.

Event description:
It was reported that during the implant attempt that the physician was not able to establish a stable position with the 4196. The lead was replaced. No patient complications were reported as a result of this event.